Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported the batteries were depleting too quickly. There was no report of an out of box failure. The patient reported stimulation turns off itself and stimulation changes when the patient programmer batteries deplete. The patient noted this occurred gradually. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient and it was reported the batteries depleting quickly and stimulation turning off/changing had not been resolved. The patient reported that they scheduled to see a doctor. No information on appointment date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.